Event description:
A pediatric patient was taken to the emergency room (ER) due to a low blood glucose (bg) level of 44 mg/dl. The patient received a glucagon injection followed by intravenous fluids of saline and glucose, which resolved the low blood glucose issue. Customer was discharged from the ER 6 hours later with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The pump was checked and found to be functioning as intended, and no permanent damage was identified.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.